Manufacturer narrative:
Manufacturer's ref# (B)(4). Technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. R&d investigation on trended case found: the connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. The clinical investigation concluded: from the previous investigations it is concluded that the high temperatures are limited to places difficult to touch, such as the back of the charger. Clinical conclusion on the case is that, even though unpleasant, it is evaluated unlikely that the device in failure mode would cause harm, if the event was to reoccur, because of the unlikely event of contacting the difficult to touch location. Risk register reference: the residual risk after the risk control measure(s) is acceptable. Risk will update to include warning/caution to the users. Based on the information the case is still considered reportable as the event / incident did lead to, or might have led to, death or a serious injury if it recurred.

Event description:
On (B)(6) 2022 the user plugged charger into wall to charge hearing aids. Small amount of smoke came from the back of the charger. Unplugged immediately. The cable is clearly singed with black debris and the charging port is partially melted. No harm to the user. The original accessories/equipment was used and the charger was bought on 12-jul-2019. No additional follow up anticipated. This is a combined initial and final report